Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Could not duplicate customer's complaint of vapr iii generator was difficult to start activating during a knee arthroscopy. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found, unit passed all testing. Minor scratches on unit fascia, top plate and base plate; no repairs needed. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the vapr iii generator was difficult to start activating during a knee arthroscopy. However, after reseating the electrode and footswitch, the unit started activating. The case was completed using the same vapr iii generator. It was not reported if there were any delays in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.